Event description:
It was reported that this patient has a history of sustained ventricular tachycardia (vt) and successful anti-tachycardia pacing (atp) however, the patient has had multiple inappropriate shocks and atp while lifting weight due to myopotential noise on the shock electrogram (egm) making rhythm ID uncorrelated. Therapy was not exhausted and the rhythm after each shock was normal sinus tachycardia. The patient is requesting for the system to be extracted. Technical services discussed programming options. The field representative will discuss with the physician. At this time, the device remains in service. No additional adverse patient effects were reported.